Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system experienced slowness and freezing when tried to pull the medication. A customer had reported that a user was unable to pull medication due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had network server issues. A field service engineer escalated this case to technical support specialist. The technical support specialist dialed in server request to reboot the server. The technician stopped bd data synchronization service, the external messaging service, the maintenance service and disabled etl on db's server and rebooted those servers to allow the windows to update successfully. After that the customer mentioned that after rebooted the server for third time still having the same issue and he requested to escalate this case to higher level to get permanent solution. The technician checked the medapp debug log one of the stations "sr4west" still showing slowness. The technician consulted with subject matter expert and requested to escalate this case to pse team. The technical support specialist closed the case for the time being as the customer gave permission to close this case as pse on case.